Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID: 8709sc, serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2010; ubd: 2012-07-09; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone via an implantable pump for spinal pain. The hcp mentioned on the call that a few weeks ago the patient had a roller study and the managing doctor could not aspirate. They believed the catheter was crystalized or blocked. The hcp stated a rep was there for the roller study. The patient would follow up with the managing doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) do not know if a troubleshooting/diagnostic was performed. Cause was unknown. Outcome: the pump dosage will be decreased again by another healthcare provider on ¿friday.¿ there was no surgical or intervention that was scheduled.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for spinal pain. It was reported that the hcp called the rep to discuss the patient and since the pump was replaced in (B)(6) 2024 the patient has had intermittent therapy. The rep stated the hcp thought the patient was getting intermittent bolus's and was wondering about outlet pressure from the pump and catheters. The rep stated a dye study was done and the hcp was unable to aspirate from the catheter access port (cap) but was able to push dye into the cap. The rep stated the hcp was wondering about labeling as related to epidural catheter placement and dosing. Technical services discussed this being off label and discussed office of medical affairs (oma). Technical services also discussed MRI or computed tomography (CT) imaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the patients had problems with the catheter for several months. They could not aspirate recently and needed to know to be replaced or not. The healthcare provider (hcp) stated that the patient had back pain. It was noted that there were no volume discrepancies. They did a roller study / die study which all came back with no issues. The hcp stated that the patient was going to be having back surgery and the doctor wanted to know some considerations with the pump and the trial dosing.